Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose drive support disk. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and a cracked belt clip slot.

Event description:
Customer stated she was doing a set change when she noticed the device had compromised force sensor system alarm displayed. Customer stated she was trying to rewind when alarm occurred. Customer did a complete set change and alarm continued to alarm. Customer's blood glucose was 137 mg/dl. Customer was advised to disconnect from the device. Customer had dropped the device in the carped. Customer stated the drive support cap appeared normal and didn't recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.